Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. B11718) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy and c-section. Patient was basically healthy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), myalgia ("biceps pain") and epicondylitis ("tennis elbow"). The patient was treated with surgery (cornual resection). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, arthralgia, myalgia and epicondylitis outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, epicondylitis and myalgia with essure. The reporter commented: the adverse events started after the essure insertion. Essure was removed at patient's request. The patient did not be follow-up for 6 months or more after the removal of the essure-product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. B11718) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy and c-section. Patient was basically healthy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), myalgia ("biceps pain") and epicondylitis ("tennis elbow"). The patient was treated with surgery (cornual resection). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, arthralgia, myalgia and epicondylitis outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, epicondylitis and myalgia with essure. The reporter commented: the adverse events started after the essure insertion. Essure was removed at patient's request. The patient did not be follow-up for 6 months or more after the removal of the essure-product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Lot number: b11718 manufacturing date: 2013-03 expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. B11718) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy and c-section. Patient was basically healthy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), myalgia ("biceps pain") and epicondylitis ("tennis elbow"). The patient was treated with surgery (cornual resection). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, arthralgia, myalgia and epicondylitis outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, epicondylitis and myalgia with essure. The reporter commented: the adverse events started after the essure insertion. Essure was removed at patient's request. The patient did not be follow-up for 6 months or more after the removal of the essure-product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.